Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned and inspected all tip and plunger clamps in the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.